Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3. Corrected fields: e1 . The device was not returned to olympus, because of this, the malfunction could not be reproduced. For this reason, it was not possible to define a root cause of the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source presented a front panel lightning failure. The event occurred before procedure. The intended procedure was a diagnostic gastroscopy. The device was replaced by a similar device to complete the procedure. There were no reports of patient harm.